Manufacturer narrative:
Corrective fields: d4. Catalog number, d4. Serial number

Event description:
It was reported that this pacemaker exhibited high capture thresholds and loss of capture on the right ventricular (rv) lead. The patient presented intrinsic bradycardia during an attempted MRI which was cancelled. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high capture thresholds and loss of capture on the right ventricular (rv) lead. The patient presented intrinsic bradycardia during an attempted MRI which was cancelled. No additional adverse patient effects were reported. Additional information was obtained, technical services (ts) stated if lead presents an issue, performing a magnetic resonance imaging (MRI) would be contraindicated. Further information was received. The pacemaker was explanted and replaced due to therapy upgrade.

Event description:
It was reported that this pacemaker lead exhibited high capture thresholds and loss of capture. The patient presented intrinsic bradycardia during an attempted MRI which was cancelled. No additional adverse patient effects were reported.